Manufacturer narrative:
The report we rec'd from our affiliate indicated that there was large friction with using the guidewire (gw). At percutaneous coronary intervention (pci) physician inserted transit2 ((B)(4)) along with gw to support it and crossed the lesion. There was large friction between gw and microcatheter (mc), and physician could not remove mc. There were no adverse effects to the pt. The product has been returned for eval and testing; however, the engineering valuation is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
Microcatheter could not be removed.